Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Attachment: [mw5073401.pdf].

Event description:
The healthcare provider (hcp) reported via the user facility that the device was removed due to pain. The patient outcome was hospitalization. Information provided indicated that the device was implanted on (B)(6) 2017, but this conflicts with the explant date of (B)(6) 2017. There were no further complications reported as a result of this event.